Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the error 41541 had occurred. This indicates a problem with the latch/lock flex optical sensor. The cause of the component failure was not confirmed.

Event description:
It was reported the device gave an alarm with displayed message of error code 41541.